Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer reported of not being able to get out of prime loop. Customer states drive support cap was protruded. Customer states that insulin pump was not dropped or bumped. Customer's blood glucose was 114 mg/dl. After troubleshooting, customer states that he would call back at a later date for insulin pump replacement due to wearing a different insulin pump.